Event description:
Follow up identified the patient's physician removed the patient's entire scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during programming of the patient's scs system the lead was showing all invalid impedances and effective stimulation therapy was not established. Surgical intervention may be taken to address the issue.